Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had cracked liquid crystal display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, broken reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump, following a bolus delivery. No significant events leading up to the alarm were recalled. The customer's blood glucose was 129 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.